Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump not delivering medication after it was discovered that both the upper and lower clamps were in place and the unit did not produce an occlusion alert. There was no report of patient injury or medical intervention associated with this event. No additional information is available.